Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination noted that the first instrument was received engaged with the subject reload. The reload was unloaded from the instrument. Functionally, the first instrument was loaded with an endo gia* 60mm articulating vascular/medium reload. During the firing cycle, a skip was audible in the instruments firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the instrument firing rack. Functional testing of the second instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery, while applying the device to lung tissue, the unloaded stapler took loads okay, but would not stay locked on the tissue and would not fire properly. It was noted that at one point, the device made a snapping noise and the resident removed it from the patient. They had to upgrade all the subsequent loads to black. The loaded stapler fired fine, but when an attempt was made to unload it, it would not release the load or to fully open the jaws. Once it was removed from the field, several other people also tried to unload it with no success. It was noted that the surgeon was able to press the green button, but was unable to squeeze the handle. Another stapler was opened to complete the case. There was no patient injury.